Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor unpacked the catheter and injected heparin saline to check the function of the catheter while it was not implanted yet, it was found that the blue return end of the catheter (the junction of blue luer adapter and extension tube) was damaged/cracked, it had been replaced with a new one on the same day and the procedure was completed. Nothing unusual observed aside from the reported issue prior to flushing. Aside from syringe, no other products being utilized with the device and tego was not utilized. There was no damage noted on the device packaging, the box that the device came in was intact, the sterile barrier was intact and no excessive force used in taking out the device from the packaging. There was no patient injury.